Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the hybrid pcba for investigation. The original complaint is "hardware fault error". Visual inspection found component c910 leaking. There were no other signs of damage, misuse or contamination. The reported complaint was able to be duplicated. The uut was found to have a failed component c910, 4f ultra capacitor. The defective component was replaced.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported to vyaire that the revel ventilator experienced hardware error fault while in use on a patient. The customer advised that the patient was moved to another ventilator and there was no patient harm associated with this event.